Event description:
It was reported to medtronic neurosurgery that a post operative CT scan of the pt showed brain edema around the catheter. The pt was said to not be symptomatic. The physician stated that he may need to remove the shunt.

Manufacturer narrative:
The product was not returned, as it remains implanted in the pt. Therefore, an eval of the device performance was not possible. A review of the manufacturing records showed no anomalies.